Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped working. The customer had elevated blood glucose levels (350 mg/dl). Customer delivered an injection to stabilize blood glucose levels. Customer stated that they will continue to use the pump for insulin therapy.